Manufacturer narrative:
(B)(4). D10- medical product; unknown articular surface; unknown femoral. G2: foreign - south korea. G2: kim, y.h., park, j.w., jang, y.s., kim, e.j. Conversion of fused knees to total knee arthroplasty: the 21 to 31-year clinical results and patient satisfaction. Jbjs. 2025;107(19):2178. Doi: 10.2106/jbjs.25.00149. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through a journal article that postoperative skin necrosis occurred at the incision edge in 48 knees following conversion of fused knees to total knee arthroplasty. In three knees, debridement and wound closure were performed, and myofascial grafts (gastrocnemius and skin) were required to achieve final closure. The devices remained implanted. Attempts to obtain additional information have been made; however, no more information is available.